Event description:
4.0 ebu guider to gauge left coronary artery. A number wears were attempted to get through the tortuous part of the proximal circumflex. Finally a wire was successful followed by placement of balloon catheter and exchanging out for platinum plus wire. Artery underwent angioplasty and had modest result from that perhaps reducing % stenosis to 30% or 40%. Attempts to place stent in circumflex artery unsuccessful and stent hung up to left main and stripped off the balloon and attempts to retrieve were; 1st angioplasty balloon attempted to be passed through it and then slightly inflated & pulled back. Stent left in left main at that time. Options: attempt to retrieve w/snare and thought a fair amount of risk of dissecting the (l) main and doing that or losing the stent in the aorta w/possible embolization to the brain or other vital organs. The other approach was to place another wire outside the stent and stent the left main and crush the previous stent up against the wall. That was done w/ a 4/0 stent from a different manufacturer and then further extended w/a 4.5 balloon w/a good angiographic result.